Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: delay. Malfunction of light turning off multiple times. Troubleshooted with a different light cord adapter, which worked for a short period of time. Then an error code e-22 popped up on the screen twice after rebooting console. The failure(s) identified in the investigation is consistent with the complaint record. Probable root causes: damaged main board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.